Event description:
Abbott diabetes care received a norwegian user report which contained the following information: a healthcare provider reported on behalf of the customer who received an ER-2 message on the display of the adc freestyle libre 2 reader and "it did not work properly". Customer experienced unspecified symptoms of hypoglycemia and had to call the ambulance. Customer was diagnosed with hypoglycemia and received unspecified treatment by hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Built in reader test performed and the returned reader passed and no error messages were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(6) user report which contained the following information: a healthcare provider reported on behalf of the customer who received an ER-2 message on the display of the adc freestyle libre 2 reader and "it did not work properly". Customer experienced unspecified symptoms of hypoglycemia and had to call the ambulance. Customer was diagnosed with hypoglycemia and received unspecified treatment by hcp. There was no report of death or permanent injury associated with this event.